Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papilla during an endoscopic papillary dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon failed to inflate when the device was endoscopically inserted and inflated. The device was then removed and checked outside the patient and noted that the balloon ruptured. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results- the returned hurricane rx dilatation balloons was analyzed and a visual examination found that the balloon and catheter of the device had no damages. A functional inspection was performed by connecting the device to an alliance inflation system. The balloon inflated without problem; however, it did not hold pressure due to a rupture in the proximal section. The rupture was confirmed via microscopic inspection and noted to be located 38 mm from the tip. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. The rupture found in the balloon is likely to have occurred due to factors encountered during the procedure; excess pressure, interaction with other devices, or anatomical affairs. It is possible that factors encountered during the procedure, such as the interaction with any kind of sharp surface, could create friction on the balloon and cause it to rupture. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papilla during an endoscopic papillary dilatation procedure performed on august 25, 2022. During the procedure, the balloon failed to inflate when the device was endoscopically inserted and inflated. The device was then removed and checked outside the patient and noted that the balloon ruptured. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.